Event description:
It was reported that the patient presented to the emergency room experiencing an intrinsic rhythm of 35 pulses per minute. The pulse generator exhibited back up operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to multiple flipped bits. The device was at end of life (eol). After replacing the battery and downloading the product code,normal function ensued.